Manufacturer narrative:
Customer contacted:n. Sales/service contacted by investigator:n. Training required:n.

Event description:
During a dialysis treatment, a four position line clamp broke. There was no pt injury or medical intervention.